Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb charger cable was damaged, and the wires were exposed. Reportedly, the customer was able to charge the pump with an alternate cable. There was no adverse effect to customer's blood glucose level.